Event description:
It was reported that the patient heard a "whistling type tone" from the implantable cardioverter defibrillator (ICD) and was concerned about being "hit by the device" as the patient had experienced two shocks in the past. The patient also noted that a magnetic eye-glasses case was stored in the breast pocket of shirt. The patient was educated on the patient alert feature of the ICD, which is an audible alert tone, warning the patient when a magnetic field is too close. A recommendation was made to have the patient keep magnetic items six inches from the implant site. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 638bl28, heart band, implanted: (B)(6) 2009. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).